Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 400 mg/dl. Customer had bladder infection and treated with intravenous fluid and antibiotics. The customer stated issues taping off the plunger and going through the rewind and prime process. The customer¿s blood glucose went high because insulin pump was not hooked correctly. The insulin pump will not be returned for analysis.